Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reano255 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reano255) have been reported from the same (B)(6) facility. Device not returned, at this time.

Event description:
It was reported on (B)(6) 2017 that a pin prick hole was observed on the external portion of the catheter next to the black mark. The power PICC solo was inserted on (B)(6) 2016. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l power PICC solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 3 cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear the split was centered about a preferential kink in the catheter tubing. The catheter contained a thick coating of dressing residue from the extension leg through the 11 cm depth marking which placed the split exterior to the patient and it¿s possible that the dressing/usage resulted in repeated kinking about that point. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information about this failure type. A lot history review (lhr) of reano255 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (reano255) have been reported from the same (B)(4) facility.

Event description:
It was reported on (B)(6) 2017 that a pin prick hole was observed on the external portion of the catheter next to the black mark. The power PICC solo was inserted on (B)(6) 2016. There was no reported patient injury.